Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 200 and more than 300 units of insulin during the load sequences. Reportedly, the customer overfilled the cartridge. New cartridges were loaded to resolve the issues. Customer¿s blood glucose level was 185-201 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.